Event description:
During removal of the cypher stent delivery system (sds) the device became caught at the tip of the guiding catheter and half of the stent moved distally on the balloon. The stent eventually came off from the balloon during packaging or shipping of the product. The target lesion was the distal right coronary artery (rca) and the posterior descending branch. It is unk if the lesion was a de novo. It was moderately calcified and moderately tortuous. There was 90% stenosis. A guiding catheter (6f al1st) was engaged to the target vessel and a guide wire (athlete premium f2) crossed the target lesion. After failing to cross the target lesion with a balloon (angio sculpt 2.0/10mm), pre-dilation was thoroughly conducted with a balloon (quantum 2.25/15mm) and the gc's backup support was obtained. Then a cypher (2.5/18mm) was delivered to the target lesion, but it did not cross the target lesion. After failing to cross, the sds was pulled back into the guide catheter while the stent was on the balloon, but the stent (portion unk) became caught at the tip of the guiding catheter and half of the stent moved distally on the balloon. The cypher was able to be pulled back into the guiding catheter and retrieved from the pt safely. Both ends of the stent were expanded outside of the pt after removal. Eventually, a different stent (taxus 2.5/16mm) was implanted at the target lesion. There was no pt injury reported. The physician did not indicate any anomalies prior to use. The stent came off from the balloon during packaging or shipping of the product.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.